Event description:
During preventive maintenance of the heart lung system, the device unexpectedly displayed a false air bubble alarm. There was no reported adverse consequence to the patient as a result of this event.